Event description:
It was reported that the patient was referred for possible revision of the vns. The patient then underwent pocket revision surgery, and no vns devices were replaced. The reason for the pocket revision surgery has not been received to date. No additional relevant information has been received to date.

Event description:
Further information was received from the patient&#39;s surgeon indicating that the cause of the pocket revision surgery was local pain/discomfort at the generator site. The cause of the event was noted to be &#34;shallow placement&#34; and the surgery was noted to be for patient comfort. The patient felt their generator was too superficial and wished to have it revised to be placed deeper. Op notes from 2/14/2022 were provided. Reason for pocket revision for left sided vns battery to place battery in a deeper position. Intraop impedances were noted to be within normal limits. Heart rate detection was found to be accurate. At conclusion of surgery, vns was interrogated and found to have impedance within normal limits with hr detection accurate.